Event description:
On (B)(6) 2014, the reporter contacted animas alleging that occasionally the pump will beep and go to the alarm screen while the patient sleeps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2014 with the following results:during testing, the pump was exercised for 24 hours with no alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.